Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon was stuck- vagina [foreign body in reproductive tract] entire area was full of edema- vagina [vaginal oedema] generalized fat accumulation around vagina entrance [fat tissue increased] pain (when removing the tampon, the flat rather than round shape of the tampon made it difficult to remove) - vagina [vulvovaginal pain] considerable swelling -vagina entrance and inside [vulvovaginal swelling] uncomfortable - vagina [vulvovaginal discomfort] pain when removing the tampon, the flat rather than round shape of the tampon made it difficult to remove [complication of device removal] shape of the tampons in these boxes is really strange - previously used [device physical property issue]. Case narrative: consumer reported via e-mail that she had a stuck tampon and the shape of the tampons are different than before. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon was stuck- vagina [foreign body in reproductive tract]. Entire area was full of edema- vagina [vaginal oedema]. Generalized fat accumulation around vagina entrance [fat tissue increased]. Pain (when removing the tampon the flat rather than round shape of the tampon made it difficult to remove) - vagina [vulvovaginal pain]. Considerable swelling -vagina entrance and inside [vulvovaginal swelling]. Uncomfortable - vagina [vulvovaginal discomfort]. Pain when removing the tampon the flat rather than round shape of the tampon made it difficult to remove [complication of device removal]. Shape of the tampons in these boxes is really strange - previously used [device physical property issue]. Case narrative: consumer reported via e-mail that she had a stuck tampon and the shape of the tampons are different than before. No serious injury reported.